Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the caller that during a procedure toward the end of the case, the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken where you insert the dilator and the catheter there is a hole and it appears cracked. No troubleshooting was performed and the physician continued the use of the sheath, however, there was a good amount of blood leakage. Additional information was received indicating the hemostatic valve appeared broken/cracked. The valve did not appear to be dislodged inside or outside of the hub. The brim cap/hub did not detach from the sheath. The sheath was being used on patient and the time of occurrence. Air did not enter the patient¿s body. Approximate volume of blood loss was about 50 ml. No patient treatment was required as a result of this issue. A brk needle was used in this case.

Manufacturer narrative:
The product has not returned for analysis, however, a picture and video of the reported issue were provided by the customer to aid in the investigation. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On 20-apr-2023, an investigational analysis was concluded on a photo that was provided by the customer to aid in the product investigation. According to the picture provided by the customer, the hemostatic valve was broken. No displacement of the valve was observed. Due to the conditions observed, this failure is being investigated through the escalation process. The issue reported by the customer was confirmed based on the picture received. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the caller that during a procedure toward the end of the case, the valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was broken where you insert the dilator and the catheter there is a hole and it appears cracked. No troubleshooting was performed and the physician continued the use of the sheath, however, there was a good amount of blood leakage. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).